Manufacturer narrative:
(B)(4). Patient weight was not reported, but the patient was reported to be of average weight. The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. Evaluation summary: the device was returned for evaluation. The plunger, anterior cuff and anterior needle were not returned, without the return of these components, the reported anterior cuff miss could not be confirmed. Inspection of the returned device revealed that a posterior cuff miss occurred during the needle deployment as evidenced by the posterior cuff remaining in the foot pocket. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for the posterior cuff miss and subsequent link detachment is related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a scarred, mildly calcified left common femoral artery was attempted using a proglide with a 7fr sheath, after an interventional procedure. Reportedly, an anterior cuff miss occurred. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.